Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger wouldn't power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged power supply connector, which prevented the power supply from plugging into the battery charger/modem. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged power supply connector. The patient received a replacement battery charger/modem.